Manufacturer narrative:
Additional information: b3, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted 2 ar-12990n implants with the most distal area reflecting breaks. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to user-applied excessive mechanical forces. Per dfu-0392-sub-eo revision 1 2023-02 to help avoid needle breakage and potential patient injury: ¿ do not resterilize or reuse the scorpion¿ suture passer needle. ¿ avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. ¿ ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. ¿ avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Event description:
On 06/25/2025, it was reported by an arthrex subsidiary employee via (B)(4) that (2) ar-12990n implants are used, and when the first pass is made (on both), the most distal area breaks. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was provided on 09/30/2025 where it was reported that this event occurred on (B)(6) 2025 during a meniscal root repair surgery. The needles were used with the knee scorpion ar-12990. When the device was activated, a displacement error occurred, leaving it stuck and the force fractured the most distal area of the implant. The patient had good bone quality that was prepped using an ar-8400bc. All fragments were retrieved from the patient. A third ar-12990n was used to complete the case. There was a delay of approximately 15 minutes that did not require additional anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.